Event description:
On attempting to pass the embolectomy catheter distally in the ulnar we were met with significant resistance pulling back and actually separated the tip of the embolectomy catheter. Had to cut down the ulnar artery to retrieve the tips of the catheters.